Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, the device failed the atmospheric pressure sensor cal test step during testing. The device's sensor board needs replaced to address the issue.